Manufacturer narrative:
Unit not received stuck in manufacturing mode. No cracked battery tube threads noted. No cracked case at battery tube side noted. Unit had a missing retainer, missing reservoir tube o-ring, cracked reservoir tube, broken reservoir tube lip, minor scratched display window, damage (scratched) display window cover, scratched case, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. Unable to perform the displacement test due to missing retainer. The test infusion set and reservoir will not locked in place in the reservoir compartment due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery compartment was cracked. Blood glucose level was unknown. The insulin pump will be returned for analysis.